Manufacturer narrative:
H3: one used administration set was returned for evaluation along with three photos and one video. The returned sample was visually inspected, and no visual defects were found. The sample was functionally tested, and the leakage was confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the patient's parents discovered that just before 6 pm, the unit for the infusion pump was leaking. There were two small spots on the boy¿s pants. They placed a paper under the tube, and it leaked every time the pump delivered fluid. No leakage was noted when the pump was checked at 3 pm. It appeared to be leaking at the joint between the plastic tube and the small connector. They replaced the tube with a new one and contacted the oncology service. Four ml of medication was lost. No further leakage has been observed after replacing the tube. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.